Manufacturer narrative:
The device was received and evaluated by the MFR. During functional testing a leakage site was detected at the strain relief junction of the serialized resipump outlet. General observation and microscopic examination of the device was performed. The pump outlets were received in a bent position, indicating that the outlets were bent in a similar position for a long period of time. The leakage site showed cross sectional surfaces that were rough and irregular, indicating a tubing tear. An area of tubing abrasion was located around the leakage site, indicating that the device may have been bent back and rubbed against itself while in-vivo. Based on the received info and quality assurance's evaluation, qa concludes the following: a) the tubing at the strain relief junction was torn and was the only leakage site detected. Thus, the tubing tear was the reason for removing the device. B) the device experienced stress(es) contributed by the device's in-vivo positioning coupled with device usage over time, and as a result, tore.

Event description:
The device was removed as it "doesn't work".